Event description:
It was reported that the transfer set became disconnected from the catheter adapter on the home choice (hc). It was unknown how the disconnection occurred. The transfer set had been replaced and the patient was given prophylactic antibiotics. Since starting the antibiotics, the patient went for a checkup and no signs of infection had been present. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.